Event description:
During a coronary stent procedure, removal difficulties were encountered. The physician was unable to advance the stent past the proximal portion of lesion and elected to retract the stent to replace it with a smaller size stent. When the stent was pulled back into guide catheter, the proximal portion of the stent became caught on guide catheter tip. The stent began to fray and the entire system was removed at that time and the procedure was aborted.